Manufacturer narrative:
Exemption number: e2014018. Manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Event description:
It was reported that a reciprocating saw adaptor was broken during a procedure. The patient was undergoing maxillofacial surgery and the surgeon was making a cut through the mandible. Prior to finishing the cut, the saw adaptor broke. It was confirmed that all pieces were removed from the surgical field. It was noted that there was a 45-minute delay due to request of a different motor and equipment. Another saw was used to complete the procedure.

Manufacturer narrative:
We did receive both hand pieces in a decontaminated condition for investigation. Both hand pieces are in a used condition. The tappet tool of both hand pieces is clearly broken-off. The investigation has been carried out by the aesculap technical service. S/n:(B)(4). The hand piece was delivered in mach 2018, a repair/maintenance did not take place since the date. The tappet tool is broken off, most likely after a fall/impact damages or due to an overload situation during usage. The tappet as well as the interior of the headpiece is showing a heavy staining/corrosion. This leads to the assumption that the cleaning/reprocessing is inappropriate. S/n:(B)(4). The hand piece was delivered in july 2017, a repair/maintenance did not place since that date. The tappet tool is broken-off, most likely after a fall/impact damages or due to an overload situation during usage. The tappet as well as the interior of the headpiece is showing a heavy staining/corrosion. This leads to the assumption that the cleaning/reprocessing is inappropriate. Furthermore the maintenance date has exceeded. A maintenance would have been necessary in 06/2018 according to our IFU as well as according to the label on the hand piece. The device history records have been checked for both lot's and found to be according to the specification, valid at the time of production. No further complaints registered against the same lot numbers (52407958/52316784). The failure is most probably usage related. No CAPA is necessary.